Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. The blood glucose reading is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Found that the cannula on the sensor was bent. However, unable to confirm that the customer received the sensor in said condition due to the package being open/used when it was returned. Also, unable to perform insertion complaint due to the complaint being against insertion device, and the customer only returned the sensor.